Event description:
Per the audiologist, the pt was explanted in 2008 due to an infection. Info on reimplantation was not provided.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.